Manufacturer narrative:
An event of arrhythmia after portico device implant was reported. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and deeper than a 3mm depth of implant of the device. Information from the field indicated that the patient already had atrial fibrillation, and that the valve was implanted at a 3mm depth and that not much calcification extended beneath the aortic annular plane. The device history record was reviewed to ensure that each manufacturing operation and inspection was performed, and the product met all specifications. Based on the available information, the root cause of the arrhythmia appears to be related to the patient's pre-existing atrial fibrillation. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor transcatheter aortic valve was implanted at 3mm utilizing a small flexnav delivery system. The patient presented with irregular atrial fibrillation and aortic insufficiency with limited calcification beneath the aortic annular plane in the interventricular septum. The patient was on a temporary pacemaker during the procedure. The patient remained hemodynamically stable during the procedure, but the patient's atrial fibrillation worsened. The temporary pacemaker was unable to be removed following the procedure. The patient was reported to be stable but remained hospitalized to monitor rhythm. A permanent pacemaker was implanted the next day on (B)(6) 2023.

Event description:
It was reported that on 10 (B)(6) 2023, a 25mm navitor transcatheter aortic valve was implanted at 3mm utilizing a small flexnav delivery system. The patient presented with atrial fibrillation and aortic insufficiency with limited calcification beneath the aortic annular plane in the interventricular septum. The patient remained hemodynamically stable during the procedure, but after the procedure, the patient's atrial fibrillation worsening and was not able to be stopped so a temporary pacemaker was placed. The patient was reported to be stable but remained hospitalized to monitor rhythm. The pacing was unable to be controlled and the patient was dependent on the temporary pacemaker. A permanent pacemaker was implanted the next day on (B)(6) 2023.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.